Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to foreign material found on the main board. The main board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's defib output was out of specification and failed the watchdog timer self test. Complainant indicated that there was no patient involvement in the reported malfunction.